Manufacturer narrative:
The troponin reagent lot number is 68811801 and the expiration date is 31-may-2024. It could not be confirmed if the customer's qc was acceptable prior to the event. Calibration was last performed on 18-may-2023. It was found that the customer centrifuges samples at a speed of 4500 rpm, which may be too fast. The alarm trace showed abnormal probe sucking, abnormal sample aspiration, and sample short errors. The field service engineer (fse) found that the prewash aspiration nozzle was contaminated. The fse decontaminated the nozzle, performed a system check, and performed a 21-cup precision check successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable elecsys troponin t stat assay results for multiple patient samples on a cobas 6000 e 601 module. The customer provided an example of discrepant results for 1 patient sample. The initial result was reported outside of the laboratory. The result did not match the patient's clinical picture presented by a previous sample result and the sample was repeated. The initial troponin result was < 6 pg/ml. The repeat result was 273 pg/ml. The repeat result was deemed correct.